Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The complaint of overpressurization could not be reproduced. The product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Pressure and flow readings were normal throughout 2 hour burn-in on wet station. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did the pump over pressurize, fluctuate, or become intermittent. All functions perform as expected. A clinical/medical assessment considering complaint details and product evaluation findings found that a possible procedural variance and/or outflow disruption/insufficiency could be contributing factors to the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the dyonics 25 fluid management system operations/service manual for warnings and precautions related to overpressurization of the joint

Event description:
It was reported that during an acl repair, the patient had severe fluid retention in their knee with loss of range of motion and palpable pulse during the procedure. The procedure was aborted within 7 minutes of the start, the patient ended up with compartment syndrome.